Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient presented with abdominal pain. A CT identified a type ib endoleak coming from the right iliac artery. The physician performed an intervention where the right internal artery was coiled and extended out of the existing endurant limb with a 16x10x124 and with a 10x10x82. The physician ballooned all sections with a reliant balloon and the final angio showed no endoleak. The physician attributed the type ib due to the iliac growth and the iliac artery was also very short in length (about 3cm). No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).